Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the tandem-provided charging supplies began smoking. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer's blood glucose. The customer continued to use the pump for insulin therapy.